Event description:
Reporting status: malfunction. Reporting rationale: failure to deflate has previously caused or contributed to pt injury. Device issue: failure to deflate. It was reported that during the procedure in the mildly calcified interventricular anterior artery (ramus) the rx multi-link stent was deployed successfully in the target lesion. An attempt was made to deflate the balloon; however, the balloon did not deflate completely. Difficulty was experienced when attempting to retrieve the balloon with the guiding catheter, but retrieval was ultimately successful. Post dilatation was performed successfully with good stent apposition. There was no adverse pt sequelae. No add'l info has been provided.

Manufacturer narrative:
(B)(4). Difficulty to deflate can be affected by, but not limited to, pt anatomical morphology, pt disease state, pre-dilatation strategy, inflation technique when using the product and accessory device support, unevenly trimmed hypo-tube jacket material in the inflation port (hub) causing a valve when inflated or deflated and blocking the flow of contrast in or out of the balloon, and/or contamination in the inflation lumen and inner diameter of the shaft. To help ensure that the reported difficulties are not due to mfg, the products are 100% inspected for damage and a sampling of units is destructively tested to verify proper inflation and deflation.